Event description:
It was reported that the patient with this right ventricular (rv) lead was having syncopal episodes and was admitted to the hospital. The patient was being observed via telemetry which noted a heart rate of 20 to 30 beats per minute (bpm). This lead was found to be exhibiting high and variable pacing threshold measurements. It was noted that the patient was 1% rv paced at that time. The data was reviewed which did not reveal any heart rates below 40 bpm in the device counters. Troubleshooting was performed which did not reveal any issues and the cause of the low heart rate and patient symptoms could not be confirmed at that time. No additional adverse patient effects were reported. The lead remains in service.